Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
It was reported that patient reported ineffective therapy. System diagnostics recorded high impedances on one lead. Attempts to program were unsuccessful. Surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information was obtained that both leads had high impedances.